Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, due to patient anatomy the right atrial lead was difficult to position and the right ventricular lead dislodged. The atrial lead was cut and capped and the ventricular lead was removed. Both leads were replaced with active fixation leads. No patient complications have been reported as a result of this event.